Manufacturer narrative:
Concomitant medical product: sedr01 ipg, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high, rising and unstable thresholds. Lead was capped and replaced. No patient complications have been reported as a result of this event.